Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed chiller temperature (t4) at 29 degrees. They had nurse to drain the chiller tank and nurse stated that it drained over 600 ml biomed stated that this was indicative of a failed chiller. Per follow-up information received via email on 25jan2023, there was no patient involvement. The device was coming in for service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller unit. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed chiller temperature (t4) at 29 degrees. They had biomed to drain the chiller tank and nurse stated that it drained over 600 ml biomed stated that this was indicative of a failed chiller. As per follow up information received via email on 25jan2023, there was no patient involvement. The device was coming in for service. As per sample evaluation result received on 22feb2022, the root cause of the reported issue was due to a failed chiller unit. It was reported that the neutral side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. It was stated that sheared bolt head on outer shell to chiller frame . It was also stated that double bend tube found expanded. It was noted that one tank seal found lifted. It was also noted that replaced the ac main voltage circuit card, double bend tube and one tank seal.